Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to design. The cause of the issue is known and is design related. This issue will be monitored for an increase in occurrence. If the occurrence of this issue increases significantly, additional action will be taken.

Event description:
It was reported that the flange on a smiths medical mufusion pump will not open. No adverse patient effects were reported.